Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 20225, it was reported that the patient's wife said that the patient was not alerted by the dexcom receiver to hypoglycemia. The wife clarified that they had not changed the settings to the alerts/sound of the receiver and that it was not on silent/vibrate mode. The wife said the patient felt no symptoms but then said that he suddenly passed out. No fingerstick or treatment was given. The wife immediately called the emergency medical team (emt). When the emt arrived, they took a fingerstick which showed he was about 34 mg/dl. The wife cannot recall what the egv was at that time. The emt then gave the patient IV fluids and the patient gained consciousness. The patient was then taken to the hospital and they arrived there at about 5:00 pm. At the hospital, they did a fingerstick which showed a bg of 81 mg/dl while the receiver said the egv was 57 mg/dl. The wife does not recall what treatment/medication was given to the patient while euglycemic at this point. The patient stayed at the hospital and was discharged by (B)(6) 2025. The patient was reported to be doing fine during the call. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient's wife said that the patient was not alerted by the dexcom receiver to hypoglycemia. The wife clarified that they had not changed the settings to the alerts/sound of the receiver and that it was not on silent/vibrate mode. The wife said the patient felt no symptoms but then said that he suddenly passed out. No fingerstick or treatment was given. The wife immediately called the emergency medical team (emt). When the emt arrived, they took a fingerstick which showed he was about 34 mg/dl. The wife cannot recall what the egv was at that time. The emt then gave the patient IV fluids and the patient gained consciousness. The patient was then taken to the hospital and they arrived there at about 5:00 pm. At the hospital, they did a fingerstick which showed a bg of 81 mg/dl while the receiver said the egv was 57 mg/dl. The wife does not recall what treatment/medication was given to the patient while euglycemic at this point. The patient stayed at the hospital and was discharged by (B)(6) 2025. The patient was reported to be doing fine during the call. No other details wee documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.